Event description:
It was reported that review of an episode stored on the remote home monitoring website showed appropriate shock episode, with pacing inhibition and asystole during the post shock pacing. Further review by boston scientific technical services (ts) noted that post shock pacing was terminated early due to oversensing causing by wandering basline. The oversensing caused pacing inhibition with approximately six seconds of asystole. No adverse patient effects were reported.